Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin therapy was resumed. Customer¿s blood glucose (bg) level was 97 mg/dl. Additionally, it was reported that the customer experienced a low bg level that ranged from "low" on the continuous glucose monitor to 60 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.